Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and high blood glucose levels. Troubleshooting was not performed. Customer stated that they went to the emergency room due to high blood glucose levels and were also unconscious due to severe low blood glucose levels. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.